Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving a amphirion deep balloon, the balloon ruptured. The rupture occurred during balloon inflation and was described as a longitudinal type of burst. The event took place in the posterior and anterior tibial arteries. All fragments of the balloon were successfully retrieved, and the procedure was completed by withdrawing the balloon with a snare through the catheter and using a new balloon. No vessel injury reported and no patient complications have been reported as a result of this event.